Event description:
On (B)(6) 2011, the dentist reported this file broke inside a main canal of tooth #14 during a root canal procedure on (B)(6) 2011. The dentist was unable to retrieve the broken file from the canal, she said the pt was notified, sent to an endodontist who was unable to remove the file and she will observe this pt for infection.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.